Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. The user declined to perform initial troubleshooting. The case was subsequently escalated to the next level of support for further evaluation. Review of available sensor data did not identify any system malfunction. Support recommended a sensor re-link to clear the calibration buffer and address a potential calibration misalignment. During follow-up with the clinical team, the user was assisted with reinstalling the eversense 365 app, re-pairing the transmitter, and relinking the transmitter to the sensor. The user understood the instructions and agreed to restart the system and share data for additional review. However, the outcome of the troubleshooting is unknown, as the user stopped responding to customer care communications. Review of the dms indicated that the user stopped using the eversense 365 system. No further resolution was possible due to lack of response from the user. B4.date of this report 03 feb 2026. G3.date received by the manufacturer? 03 feb 2026. . H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.